Event description:
It was reported that during a procedure to address ineffective stimulation (reference MFR report: 3006705815-2018-03472), the patient's ipg was found to be flipped in the pocket. The ipg was relocated to a higher position. Surgery addressed the issue.